Event description:
On an unknown date, the patient was treated for a traumatic aortic disruption with either gore tag or excluder devices. The subclavian artery was intentionally covered, and the patient experienced left upper extremity ischemia which required revascularization.

Manufacturer narrative:
This was originally reported in the journal of vascular surgery.